Manufacturer narrative:
Date of event and concomitant medical products: estimated date. Exemption number e2019001. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed for death. It was reported that the mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 3-4. Two mitraclips were implanted, successfully reducing mr to <1. The clips remained stable on both leaflets. There was no clinically significant delay in the procedure. On (B)(6) 2019, during the 30-day followup the patient was in good condition. On (B)(6) 2019, the patient presented with hypotension. On echocardiogram, there was no worsening of mr. On (B)(6) 2019, the patient died. The patient was a dialysis patient and it is believed that the pre-existing condition could have cause or contributed to patient death. In the physician's opinion, the mitraclip device did not cause or contribute to death. The cause of death was low cardiac output syndrome, however the physician suspected blood poisoning. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The reported patient effects of death, sepsis and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The investigation determined the reported death appears to be related to patient conditions due to low cardiac output syndrome or suspected ichorrhemia (sepsis). However, a conclusive cause for the hypotension and sepsis cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.